Event description:
A male whose anatomical form was considered suitable for endovascular repair, although there was calcification around the proximal and distal necks underwent evar in 2009. There was an aneurysm at the iliac artery other than aortic abdominal aneurysm. The right internal iliac artery had been embolized with coils before the procedure. The procedure was conducted as labeled. Final angiography revealed a distal type I endoleak at the contralateral iliac leg. Another iliac leg graft was placed. This reduced the endoleak but it persisted because, the diameter of the additional limb was larger than it should be. The physician finished the procedure and said he would observe via wait-and see approach. The physician stated that the initial limb placed was too short so it did not reach the right external iliac artery. He also stated that although the endoleak remained, he considered the procedure successful since there was no endoleak into the aaa confirmed. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Additionally, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak and that irregular calcification and/or plaque may compromise the fixation and sealing of the implant sites. It is believed at this time, based on available information, the graft was inaccurately deployed causing the endoleak. However, it may also be possible the leg graft was not sized properly for the patient causing the short deployment. Without films and/or planning sizing information this cannot be verified at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.